Event description:
It was reported that this device was explanted and replaced due to an unknown reason. This device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were associated with this event.

Manufacturer narrative:
The returned ingenio was analyzed, and functionally passed all returned product testing, with no further information to indicate a product performance issue, we have concluded that no problem was detected.

Event description:
It was reported that this implantable pulse generator was explanted and replaced due to an unknown reason. Besides surgical intervention, no adverse patient effects were associated with this event. This device was received for analysis.